Manufacturer narrative:
Concomitant medical products: product ID: 3888-33, serial/lot #: (B)(4), ubd: (B)(4) 2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the rep reported that the patient had high impedances on all 4 electrodes on one of the leads. The rep discovered this on (B)(6) 2018. The patient's hcp decided to replace the ins (which was at eos) and also to replace the high impedance lead which had not been helping the pain on their right side. The issue was now considered resolved as the patient is experiencing good pain relief. No further complications were reported.

Manufacturer narrative:
The previous regulatory report aware date of (2018-05-14) was incorrect. The actual aware date of the reportable information was 2018-09-14, therefor this information was reported within 30 days of the aware date. If information is provided in the future, a supplemental report will be issued.